Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was transferred to another room to complete the surgery. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform x-rays. Upon troubleshooting fse found that tube was defective. To resolve this issue, fse replaced the tube and did the related calibration. The defective x-ray tube was returned to philips for analysis and found that x-ray tube failure was both large and small filaments were blown due to wear out. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.